Event description:
Valiant stent grafts were implanted in patients during the endovascular treatment of aortic dissections on unknown dates. The following adverse events were reported: dsine, aneurysm enlargement. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patients will be monitored.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; effect of vessel tortuosity on stress concentration at the distal stent¿vessel interface: possible link with new entry formation through biomechanical simulation wei ting tan et al, journal of biomechanical engineering august 2021, vol. 143. [Doi: 10.1115/1.4050642]. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.